Event description:
The customer reported that a patient was positioned head first to undergo a right shoulder examination. After the examination the patient went home. There reddening of the skin on the left shoulder was observed, which deteriorated into a third degree burn.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.